Manufacturer narrative:
It was reported by the hospital contact that the dpu and the introducer sheath of the complaint presidio ((B)(4)/c28548) got separated when the physician attempted to recover the coil. According to the physician, it was stiff when tried to re-sheath. Since the complaint presidio could not be re-use and the same device was not available, a presidio 18 (8x30, lot unknown) was used instead to continue the procedure. The target lesion site was successfully embolised and the procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the event. There was no unintended detachment of the microcoil observed in the mc or in the vessel. Due to the fact that the patient was a hbv carrier, the complained product has already been disposed. No further information is available. The procedure was the emergency coil embolization of an aneurysm of about 8mm at the ica to treat the sah. The patient was a male of unknown dob, whose vessels were heavily torturous but the calcification level was unknown. A chikai (asahi intecc), an excelsior sl-10 (stryker), an okay ii (goodman), and enpower dcb / cable (lots unknown) were used for this procedure. Based on the information, the event was not confirmed. The presidio will not be returned, therefore the root cause of the dpu and sheath separation and the resheathing difficulty cannot be determined. However procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Concomitant medical products and therapy dates: chikai (asahi intecc), an excelsior sl-10 (stryker), an okay ii (goodman), and enpower dcb / cable (lots unknown). Presidio 18 (8x30, lot unknown). This is an initial/final report. (B)(4)

Event description:
It was reported by the hospital contact that the dpu and the introducer sheath of the complaint presidio ((B)(4)/c28548) got separated when the physician attempted to recover the coil. According to the physician, it was stiff when tried to re-sheath. Since the complaint presidio could not be re-use and the same device was not available, a presidio 18 (8x30, lot unknown) was used instead to continue the procedure. The target lesion site was successfully embolised and the procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the event. There was no unintended detachment of the microcoil observed in the mc or in the vessel. Due to the fact that the patient was a hbv carrier, the complained product has already been disposed. No further information is available. The procedure was the emergency coil embolization of an aneurysm of about 8mm at the ica to treat the sah. The patient was a male of unknown dob, whose vessels were heavily torturous but the calcification level was unknown. A chikai (asahi intecc), an excelsior sl-10 (stryker), an okay ii (goodman), and enpower dcb / cable (lots unknown) were used for this procedure.